Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 failed to close. The customer stated that this malfunction caused a delay due to this issue affecting patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 2.2 drawer had recurring failure. A field service engineer (fse) noted that drawer 2.2 continued to not close and failed repeatedly. The rail was difficult to close fully, and the unit failed to detect that it was closed. The drawer was replaced with a new one. It was tested in hardware test application, and customer was able to access it successfully and verify that the medications transferred correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 failed to close. The customer stated that this malfunction caused a delay due to this issue affecting patient care workflow. There were no adverse events or injuries reported based on this event.